Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15563. It was reported one of the patient's right lead had migrated. It was noted the patient had lost effective therapy on the right side. Surgical intervention took place on (B)(6) 2021 in which the lead was repositioned back into place. Therapy was restored. Note: it is unknown which lead had migrated, therefore both leads are being reported on.